Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 7.5 mmol/l. Customer advised they have a blank display screen, the alarm sounds constantly, the back light is flashing and vibrating. Troubleshooting for the cosmetic damage was performed. Troubleshooting was not completed because the constant tone and flashing screen reappeared after storage mode. Customer was unable to perform the self-test as a result of the blank screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After battery installation, the insulin pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test displacement test or verify blank display due to display anomaly. The insulin pump was received with cracked case at reservoir tube lip and cracked battery tube threads.